Event description:
It was reported that during troubleshooting for an unrelated alarm the home patient (hp) had a system error 2267 (air in tubing) after the homechoice (hc) went back to start the therapy to continue with fill 4 of 5. The technical service representative (tsr) advised the cg to discard the current supplies and start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.